Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. The device has been explanted.